Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a blank display. Customer's blood glucose was 60 to 70 mg/dl at the time of incident. Troubleshooting found that the display returned to normal after a new battery change but then went blank again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded lcd board. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the blank display. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.